Manufacturer narrative:
E1: (B)(6) hospital. The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported the xenon light source was flashing all its lights on the control panel. The issue was found during maintenance. There were no reports of patient involvement.